Event description:
It was reported that during equipment testing prior to surgery at the user facility the system 7 v-notch sagittal saw was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing prior to surgery at the user facility, the system 7 v-notch sagittal saw was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The original reported event, device overheats, was confirmed. Upon disassembly per visual inspection, a loose drive link was found within the device which can lead to the event.